Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
It was reported to philips that the device gives a heart rate of 35 and spo2 readings, but there is nothing attached to the device. There was no reported patient involvement/adverse patient impact.